Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. This occurred 12 times. There was no report of patient impact. The following information was provided by the initial reporter: date of incident (yyyy-mm-dd): (B)(6) 2023 type of incident/problem: defect (detected before use) multiple bd safety glide needles are defective. Unable to aspirate or inject medication or vaccines. Size of needle is 25gx 1 (0.5mm x25mm). All from lot 2024137 expiry date: 2026-12-31. Who was affected? No person affected. Unexpected or prolonged care? No frequency of problem: recurring 75-80% of needles are defective.

Manufacturer narrative:
Investigation summary: three samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. All samples did not expel the solution; these needles are clogged. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Furthermore, a device history record review was completed for provided lot number 2024137. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.